Event description:
Capsule was uploaded and paired correctly during case. In recovery, when we checked the capsule it was found it stopped working and recording. Doctor notified. Removed recorder and belt from patient. Belt shorted out and would not pair again with the recorder. Belt removed from service. Another capsule will be deployed later.